Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that the ilet touchscreen was cracked. In response, the agent advised on consequences, and a new ilet will be shipped to the customer. The customer's blood glucose was not affected. There were not any other adverse outcomes.